Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, the cannula was attached and detached, then it was noticed the seal was broken. Not used on a pt. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).